Event description:
Patient has been passing out. 5076 lead had been capped in 2009 but has been recently re-attached when the st. Jude rv defib lead "failed". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).